Event description:
It was reported that the pulse generator was unable to be implanted. The patient was stable throughout the procedure. No further information could be obtained.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.